Event description:
It was reported to boston scientific that during a percutaneous coronary intervention (pci), an imaging catheter became stuck with a stent. The lesion being treated was 90% stenosed and calcified in a tortuous area of the left anterior descending (lad) proximal. A bsc-guidecatheter and (unknown) guidewire were used to access the lesion via femoral approach. The lesion was pre-dilated with a balloon catheter. Following pre-dilation, a bsc-stent was deployed in the lad proximal. Intravascular ultrasound (ivus) was performed and imaging confirmed that the stent was not fully expanded. Upon withdrawal of the imaging catheter, the ivus catheter became stuck at mid proximal of the stent. The catheter could be advanced forward but it would not be withdrawn. The physician tried to withdrawal the imaging catheter several times but without success. Finally the physician re-inserted the balloon catheter; allowing the ivus catheter to be released from the stent. The imaging catheter was removed and the patient was reported to be in good condition.